Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that after six years of being tied to her healthcare professional (hcp) the patient was ¿free.¿ it was noted that the patient could not find a local hcp so she had to drive several hours for a refill. It was indicated that at the last refill the patient had a ¿health emergency¿ and couldn¿t make the trip for the refill and the pump had been empty for two weeks. It turned out that the patient didn¿t need the pump, per the consumer. It was noted that the patient was taking medications for chronic headaches and it turned out that medication worked on her chronic pain as well. It was stated that the patient ¿could use a little vicodin¿ but she could get that from ¿any doctor¿ and it was ¿easier than traveling to refill the pump¿ per the consumer. It was reported that ¿no one¿ would accept the transfer of an implant and that it was a ¿serious issue¿ and that difficulty finding refills was a real issue. It was indicated that the patient would make an appointment to have the pump explanted. It was noted that the pump ca used the patient ¿griefs¿ in her private life like giving up her pilot¿s license so if she has it explanted she can get her pilot¿s license back. No symptoms related to the empty pump were mentioned. It was expressed that the patient would not be getting the pump refilled and the patient planned to abandon the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.